Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse using an incorrect medication concentration. Patient was ordered to receive phenylephrine 100 mg/250ml , however phenylephrine 150mg/150ml was selected. There was patient involvement however no patient harm.

Event description:
It was reported that the pump module was programmed to infuse using an incorrect medication concentration. Patient was ordered to receive phenylephrine 100 mg/250ml , however phenylephrine 150mg/150ml was selected. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Correction : date of event. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.